Manufacturer narrative:
Additional information: patient information was provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6). Additional procedure information received.

Event description:
Medtronic received information that there was a 30 minute delay to the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray relay was found to have an open and was subsequently replaced along with the standalone board for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the imaging system was unable to perform 2d or 3d image acquisitions post-operative. Restarting the imaging system did not restore functionality. The site elected to use a c-arm to perform the confirmation image acquisitions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient weight received.